Event description:
Dual lumen port placed. Swelling around port. Patient arrived for port check. During procedure found leak around port site. Port removed and new dual lumen port placed. Right side unknown if faulty port or catheter became detached.